Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c160000 processing module for one sample. The following results were provided: (customer provided reference range 0.66 - 1.60 mmol/l) initial result was 2.59 mmol/l, repeat result was 0.80 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c16000 processing module for one sample. The following results were provided: (customer provided reference range 0.66 - 1.60 mmol/l). Initial result was 2.59 mmol/l, repeat result was 0.80 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and performed extensive troubleshooting but was unable to determine a single definitive part the likely cause for the discrepant result. The architect c16000, serial number (B)(6) was considered to be the likely cause. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available. Corrected data in section b5: c160000 corrected to c16000.